Manufacturer narrative:
(Abnormal marking) the device is expected to be returned for eval. It has not yet been received. Device #2 - proglide (part #12673-05; lot #69182-6h), is being filed under a separate medwatch report.

Event description:
Device malfunction: abnormal marking (device #1). Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, blood marking did not cease or reduce significantly after the foot was parked. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using an angioseal. There were no reported adverse pt effects. No additional info was provided.